Event description:
Alleged event: complaint alleges that the facility was unable to load clips from the jaw. The requested add'l info did not clarify the event. The response did indicate that the pts were all fine.

Manufacturer narrative:
The device sample has not been returned to the MFR at the time of this report. The device history report investigation did not show issues related to the complaint. The MFR will continue to monitor and trend similar complaints.